Event description:
Per the clinic, the patient experienced pain at the implant site; however, the issue could not be resolved. Revision surgery was performed on (B)(6) 2014, to remove the abutment. A cover screw was placed to protect the implant and the site was sutured. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.